Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR addresses an event with patient 1 of 2 on day 1 of 2. See MDR # 1061932-2011-00552 for patient 2 of 2 on day 2 of 2. An analysis of raw data from the lh750 analyzer shows a shift in the data patterns for all cell populations. Because of the shifting, the software algorithm misclassified the neutrophil population as eosinophils on this patient sample. Such a shift is consistent with the need to adjust the laser module to bring the population means back into the normal range. On (B)(4) 2009, a field service engineer visited the site to evaluate the instrument. He replaced the flowcell, lens block and mounting plates. He also aligned the laser and verified instrument performance.

Event description:
The customer reported that on (B)(6) 2009, the lh750 hematology analyzer generated falsely elevated eosinophil results during a differential performed on a sample from one patient. The erroneous test results were reported out of the laboratory. A manual examination of the same patient sample performed later indicated 'very few eosinophils;" exact test results were not available. The patient sample was repeated on the lh750 analyzer with an eosinophil count of "zero," a result similar to that seen with the manual differential. The customer believed that the manual count and the repeated test results were correct and a corrected report was subsequently issued. There were no reported changes to patient treatment as a result of this incident.